Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 32-33 mg/dl. Customer consumed glucose tablets prior to going to the ER and was also treated with glucose tablets while in the ER. The customer was released from the ER 6 hours later with no permanent damage, and the reported issue resolved. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.